Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted two years ago due to a device failure. This information was received from a patient family member. To date, this device has not been returned to guidant for analysis. Further, guidant has not received any allegation regarding device performance from the patient's physician. The family member indicated that the device was replaced with a non-guidant device. To date, there have been no reported patient symptoms associated with this clinical observation.